Manufacturer narrative:
Based on the report of the service department of (B)(4), omsc determined there was the possibility this phenomenon was attributed to a temporary malfunction due to the failure of the electrical contact of the video connector of the subject device. Since oekg evaluation said there was the failure of the electrical contact of the video connector, the error, e226 might have occurred due to poor cleaning or use without being sufficiently dry. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e226 which indicates there is the communication problem between the subject device and the video processor was displayed before the unspecified procedure. The occurrence date of the event is unknown. There was no patient injury associated with this report.